Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that an air bubble was present in the insulin pump's reservoir. Customer stated that this was a recurring problem. Customer reported that air bubbles were forming when she turned the reservoir over to disconnect it from the insulin vial. During troubleshooting, customer was able to remove the air bubbles from the reservoir. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.